Event description:
It was reported that the patient received inappropriate shocks due to oversensing on the right ventricular (rv) lead. A lead integrity alert (lia) triggered. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: c154dwk 2009; 4194 implantable pacing lead (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.